Event description:
Complainant agged that the clinicians were attempting to defibrillate a patient (age and gender unknown), but the device discharge button became "stuck" inside the unit's housing. The charged energy was internally dumped, and the clinicians again charged the device and successfully administered the shock to the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.